Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of issues with their reservoir. The customer states the reservoir was leaking. The customer states insulin was visible inside the pump. The customer's blood glucose level was unknown. The customer states the leak is in the o-ring. The customer states they had discarded of the faulty reservoir. The customer was advised to monitor the device and call back if issues persist.